Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery with the end cap in question for tfna nail. During the surgery, the surgeon tried to insert the end cap but could not put it on. The surgery was completed successfully within 30 minutes delay without end cap. No further information is available. Concomitant device reported: unknown tfna nail (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) unk - nails: tfna. This report is 2 of 2 for (B)(4).